Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.